Manufacturer narrative:
Investigation summary: mat: 365331. Lot: 2046385. Bd received 11 samples from the customer in support of this investigation. The samples were reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode based on the returned samples provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta blood collection tubes has an orang cap. This event occured 11 times. The following information was provided by the initial reporter. The customer stated: the tube has an orange cap instead of rust , in (B)(6).